Manufacturer narrative:
The reported event of no ble telemetry was not confirmed by analysis. Final analysis did not find any anomalies. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. No anomalies were detected. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an insertable cardiac monitor (icm) implant procedure. Following implant, the icm failed to interrogate, with complete loss of ble telemetry. The icm was explanted and successfully replaced. The patient was stable.